Manufacturer narrative:
A 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2010, she tested her blood glucose and obtained a 9.3 mmol/l (137 mg/dl) and a 9.7 mmol/l (174 mg/dl) . She had increased her oral medication a week ago (2 tablets of metformin from 1 tablet) . She went and took two tablets of metformin. An hour after testing, at around 2:00 pm, she developed symptoms of feeling weak, sweaty and shaky. She did not attempt to test her blood glucose at the time of exhibiting symptoms. She went ahead and treated herself with sugar and orange juice. She felt better 30 minutes later and did not retest her blood glucose after self-treatment. The patient did not seek any further medical attention or contact her physician for assistance. A quality control test was not done since the patient did not have any control solution. The patient is supposed to test twice a day; however, mentioned to lfs that she had only been testing only when she does not feel well. The complaint is being reported since the patient alleged that due to the high readings, she had increased her oral medication and later suffered symptoms suggestive of a serious injury and had to self-treat with food.